Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired, or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a corrosion to male iui connector. There was no patient involvement.

Manufacturer narrative:
Omit: a040502 - corroded (1131). Additional information: imdrf annex a and g codes. Correction: patient identifier.

Event description:
It was reported a corrosion to male iui connector. There was no patient involvement.